Manufacturer narrative:
D4 unique identifier (UDI) #: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported a procedure was cancelled on a patient under general anesthesia. A left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds device was deployed along the anterior axis, but the sheath was pushed by the anterior protrusion, causing the axis to shift posteriorly, with about half of the posterior side protruding. The physician switched to a posterior axis for better depth, the axis slid to the posterior side, and about half of the posterior side protruded. To obtain a deeper posterior axis, the trusteer access system was used, and the wds size was reduced to 27mm to prevent further protrusion. An attempt was made to approach the posterior side with trusteer sheath, but it could not push vertically against the wall and slipped, causing the posterior side to protrude by about 1/3 to 1/2. Repeated attempts with tug resulted in approximately 1/2 protrusion. An attempt was made to deploy the device along the anterior axis at the most distal part using the steering, but there was no place for the distal anchor, and the mid-deployment steering (mds) did not function. The device slipped to the posterior side, with the posterior side protruding. The mid-axis maintained its position but protruded, with about 1/2 protrusion as confirmed by the tug test. The physician decided to remove the devices, as no further options were available and aborted the procedure.

Event description:
It was reported a procedure was cancelled on a patient under general anesthesia. A left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds device was deployed along the anterior axis, but the sheath was pushed by the anterior protrusion, causing the axis to shift posteriorly, with about half of the posterior side protruding. The physician switched to a posterior axis for better depth, the axis slid to the posterior side, and about half of the posterior side protruded. To obtain a deeper posterior axis, the trusteer access system was used, and the wds size was reduced to 27mm to prevent further protrusion. An attempt was made to approach the posterior side with trusteer sheath, but it could not push vertically against the wall and slipped, causing the posterior side to protrude by about 1/3 to 1/2. Repeated attempts with tug resulted in approximately 1/2 protrusion. An attempt was made to deploy the device along the anterior axis at the most distal part using the steering, but there was no place for the distal anchor, and the mid-deployment steering (mds) did not function. The device slipped to the posterior side, with the posterior side protruding. The mid-axis maintained its position but protruded, with about 1/2 protrusion as confirmed by the tug test. The physician decided to remove the devices, as no further options were available and aborted the procedure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer access system, part # m635ts90050 batch # 0037811233. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include access sheath - unable to position (access sheath stops deflecting and must be exchanged). Risk review: a risk review was completed and confirmed that the event of access sheath - unable to position (access sheath stops deflecting and must be exchanged) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.